Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. H10: the actual device and photos were received for evaluation. The visual inspection of the two provided photos showed only the product label of the product during treatment. The visual inspection by naked eye of product showed the product wet. A leak test of the dialysate side was performed and a leak was observed. The cause is a crack in the welding zone. The reported condition was verified. The cause of the crack could not be determined. The production parameters for the product were reviewed and these were within the specifications. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during use with a polyflux 140h, an external fluid leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.